Event description:
We were notified on (B)(6) 2010, of the failure of the cover device during an intraoperative procedure. Surgeon was using a sterile covered probe on the pt intraoperatively while conducting a carotid procedure. The tip of the cover was reported to split open during the procedure and the physician had to remove the vascular patch they were installing and harvest a vein from the pt's leg to finish the procedure. No adverse events were reported or associated with the pt. Facility reported that there were no negative affects to the pt.

Manufacturer narrative:
Method: device was not available for eval. Customer's description of events were reviewed as well as returned product from the same lot from the facility. Cover tips were evaluated under tension for tears or holes then filled with water to determine if there were any failures to the cover tips. Result: testing of returned product resulted in a negative finding. Add'l failures could not be identified or duplicated on products from the same lot. Conclusion: based on the description of the failure, the cover may have had a weak spot which tore apart under sustained tension in use. The actual cover was contaminated and discarded by the facility and is not available for analysis.